Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. No patient complications were reported.